Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the heater wire adaptor on an rt319 bi-level/CPAP inspiratory heated circuit was cracked so it could not be connected to a heater wire adaptor. The crack was observed by the healthcare facility prior to patient use.

Manufacturer narrative:
(B)(4). (B)(6). The rt319 circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Althought it was initially reported that the complaint breathing circuit would be returned for investigation, the device has not been received. Without the return of the complaint device, we are unable to confirm or determine the root cause of the reported damage. Fisher & paykel healthcare has followed-up with the customer regarding the device return and will submit an additional report should the circuit be returned for investigation in the future.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the heater wire adaptor on an rt319 bi-level/CPAP inspiratory heated circuit was cracked so it could not be connected to a heater wire adaptor. The crack was observed by the healthcare facility prior to patient use.

Manufacturer narrative:
(B)(4). (B)(6). The rt319 circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device has not yet been received by fisher & paykel healthcare. We will provide a follow-up report upon receipt of the complaint breathing circuit and completion of our investigation.